Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation did not reveal any malfunction of the system. The operator used a self-defined parking position of the robot. If the operator selects this position, the system automatically moves there. In addition, the system has a self-adjustable counter (e.g. 600 hours default) after which the brakes of the system must be checked. For this purpose, the customer selects the mentioned parking position, the device automatically moves there and, for safety reasons, stops all other movements in order to carry out the required brake test, which is also sufficiently indicated on the device and well described in the IFU. According to the log file, the user completed the brake test twice, once after switching on the system and the other later on when the system was running properly. In this context it is important to know that independent of the aforementioned timer of 600 hours it is possible to request the brake test at any time via dead men grip. Therefore, the joystick has to be touched and has to be manually operated more than 15 seconds. According to the log file this was done in this case. The self-requested brake test (after 15 s) had been repeatedly aborted using either the limit switch or the emergency stop switch. This led to the stopping of further device movements during each process because the brake test had not yet been completed. It is not known why the user repeatedly aborted the aforementioned brake test instead of completing it. Considering the circumstances, the brake test does not represent a major deceleration that would cause the patient to relocate. The siemens technician on site drove the system into a wanted position and tested the system in detail. The engineer could not detect any errors; no parts have been exchanged and the system works as specified. The manufacturer is not considering further actions resulting from this event as no error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, the user reported that the stand would not move. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.